Manufacturer narrative:
3m espe received this report on (B)(6) 2015 and has attempted to obtain patient-specific information. Since the dentist has not provided the additional information, patient-specific reporting is not possible, and this report is being made to cover the multiple patients impacted. Since this event involved three medical devices, three manufacturer reports are being submitted.

Event description:
On (B)(6) 2015, a dentist reported that he had 25 tooth extraction cases. The patients had restorations made from 3m espe lava ultimate cad/cam restorative for cerec, which were secured with 3m espe relyx ultimate adhesive resin cement and 3m espe scotchbond universal adhesive.